Manufacturer narrative:
Device evaluated by MFR: the angiojet solent omni was returned for analysis. Inspection of the device revealed a shaft kink and hypotube separation. Functional testing failed due to an under-pressure alarm message. The complaint was confirmed for under-pressure issues related to a hypotube separation.

Event description:
Reportable based on device analysis completed on 23-apr-2024. It was reported that luer leak occurred. The target lesion was located in the left lower extremity vein. An angiojet solent omni was selected for use in a thrombectomy procedure. During the procedure, it was found that a large amount of blood was flowing out at the junction of the catheter and the collection bag. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a hypotube break.